Manufacturer narrative:
H10: the actual sample was received for evaluation. Visual inspection was performed and revealed fluid inside the bag that contained the sample which suggested a leak occurred. The cause of the fluid inside the bag was due to the detached tubing at the junction of the white flow restrictor. Further inspection revealed that the portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported leak was verified. The cause of the detached tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) ¿has leaked inside yellow bag¿. The reporter stated they ¿noticed in the bottle the tubing was missing from the top of the bottle and the adapter was floating around the bag¿. This issue was identified during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.